Manufacturer narrative:
Intuitive surgical, inc. Received the endoscope involved with this complaint and completed the device evaluation. The endoscope was received with mechanical damage to distal illumination fibers. Fragments of the fiber optic are missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Verification of the endoscope cannot be verified because the si endoscope does not populate in the event logs. This complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
The endoscope was returned with no reported complaint. There was no report of patient involvement.